Manufacturer narrative:
H3: product analysis couldn't able perform the pre-repair temperature due to motor seized and heavily corroded, hi pot test failed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that m5 handpiece was overheating during demo. The handpiece was used less than one minute when the overheating was observed. The device was operated in oscillating mode at 5000 rpm, with irrigation set to a flow rate of 15 cc. There was no patient involvement.